Manufacturer narrative:
The t:slim x2 user guide states, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 110 mg/dl, and the meter bg reading was 75 mg/dl. Reportedly, the customer did not enter in bg values for calibration within 5 minutes of testing bg levels. No additional patient or event information was available.